Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was over-sensing right atrial signals. An inappropriate shock was delivered as a result. The patient presented asymptomatic to the emergency room. Chest x-ray imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead exhibited loss of capture, and during lead revision the lead would not re-extend the helix.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, far p oversensing, inappropriate shock therapy, and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The cause of helix mechanism issue was isolated to the blood/tissue in the helix region and over torque of the inner coil. The reported events of far p oversensing, inappropriate shock therapy, and failure to capture were not confirmed. Electrical testing was normal.